Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained.

Event description:
Olympus received a medwatch report on (B)(6) 2017 stating that after a colonoscopy procedure, the scope was found leaking. The medwatch report indicates that an adverse event occurred; however, no additional information was provided.